Event description:
It was reported that during a breast biopsy while trying to take a sample the customer received several error codes. There was no pt consequence reported. The case was completed using an alternate biopsy system. The device was returned for service.